Event description:
Ordered a probasics wheelchair, model wc4l1816de, on (B)(6) 2024. It was delivered on (B)(6) 2024. This model has elevating leg rests. I found these leg rests to be awkward, uncomfortable and obstructive for using around the house. Therefore, I removed them until needed elsewhere. On (B)(6) 2024, I practiced using the leg rests as if I was going into a public restroom. After wheeling into our home bathroom, I locked the wheel brakes and swung the leg rests to the sides of the wheelchair. When I did the upper mechanisms of the leg rests hit the wheel brake levers and released the brakes allowing the wheelchair to roll freely! I didn't try to exit the wheelchair and transfer to the toilet as I was afraid of falling since the wheelchair could roll out from under me.